Manufacturer narrative:
The reported complaint was confirmed. Per the perfusionist, the rubber stopper of the occluder head was missing. The field service representative (fsr) replaced the broken occluder cover head. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head was broken. A velcro strap was utilized to keep occluder closed to enable clamping function. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.